Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported ctechnical investigation omplaint reason. The risk management file was reviewed, and an update was not deemed required. A of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, menorrhagia and obesity. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2213 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. We went to patient's left side, inserted the essure coil with 3 coils visible and good placement. We then proceeded to the patient's right side, inserted the essure coil with 3 coils visible and good placement as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.447 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: exam: hysterosalpingogram. Finding: the essure device is in satisfactory position. Bilaterally and there is tubal occlusion. Impression: bilateral tubal occlusion. Total images: 4. Total fluoroscopic time: less than 5 minutes. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus and bilateral fallopian tubes; hysterectomy and salpingectomy: cervix: benign nabothian cyst and acute and chronic cervicitis. Endometrium: weakly proliferative, without abnormality. Myometrium: leiomyomata and focal adenomyosis. Uterine serosal surfaces: without abnormality. Fallopian tubes: essure coils in-situ, benign para tubal cyst. Clinical information: menorrhagia. Gross description: fallopian tubes: the proximal fallopian tubes contain essure micro-insert coils. [Pregnancy test] on (B)(6) 2022: negative. [Ultrasound pelvis] on (B)(6) 2022: bleeding for one month with clots. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported ctechnical investigation omplaint reason. The risk management file was reviewed, and an update was not deemed required. A of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Product indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.